Event description:
Cannulated drill was left in the right femur condyle for 8 minutes after allograft was injected per directions of scp knee kit. The surgeon took out the cannulated drill bit with a needle holder, 15mm of the tip of the cannulated drill bit broke off and was unintentionally retained in the right femur condyle. After an x-ray was taken, the surgeon discovered that the cannulated drill bit was unintentionally retained in the right femur.